Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The customer complaint of a transmitter failed error was confirmed. A probable cause could not be determined, additionally a receiver has been received for evaluation. An external visual inspection was performed and passed. The receiver was charged and booted up. A receiver functional test was performed and passed. A review of the receiver log was performed and no errors related to the customer complaint was found. A manual button testing was performed and passed. Global receiver communication test was performed and no errors were found. The receiver case was open to perform an interior visual inspection and passed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No share log data was available for review. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.